Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the implant was not able to be placed and secured on the tibial component. There was no surgical delay. There were no patient consequences.

Event description:
Additional information received states that no revision was performed.

Manufacturer narrative:
Product complaint #(B)(4) investigation summary unfortunately, we have had another incident. We are going to join the surgeon in theatre to discuss this and observe his operating procedures. It is not able to be placed and secured on the tibial component the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the locking tab of the attune ps fb insrt sz 4 5mm was severely deformed. Additionally, the implant shows signs of fixation attempts with it is mating implant as one of the locking slots was heavily damaged and the sample presents multiple scratches at the bottom surface and at the posterior section. As per attune¿ revision knee system fixed bearing surgical technique rev. D, on page 213, the next steps need to be follow for a proper implantation of the attune ps/cr insert with the revision fixed bearing tibial base: "angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position the impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor". A functional test was not performed since mating device was not returned for evaluation. However, the reported condition can be confirmed as a difficulty on the assemblance was most likely caused as a consequence of the observed damage. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 4 5mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: added: b5 corrected: h3.